Event description:
According to the initial information received, the defect was assessed using the stretched diameter. Angiogram measurement was up to 25mm but the tee observed a deformation of the thin septum by the sizing balloon and the recorded size was miss-presented by a wide plane (not perpendicular). The size of the defect was 16mm both on tee and tte. The rim at the aorta was completely absent. After the 20mm amplatzer septal occluder (aso) was introduced, the profile was found to be too big as confirmed by tee, so it was retrieved while still attached to the delivery cable and replaced with a 16mm aso. The 16mm aso was implanted despite an absent aortic rim and appeared to be in a stable position, low profile and repeated maneuvers delicately pulling and pushing confirmed correct and secure position by tee. After release from the delivery cable, the 16mm aso embolized within a few seconds into the left atrium where it twisted for a short period and freely passed through the mitral and aortic valve landing in aortic arch. The aso was percutaneously retrieved using a goose-neck snare and withdrawn out of the patient's body via trans-femoral approach using an additional 11f sheath. There was no other device implanted and the patient after the interventions was noted to be doing okay without any complications and will be treated with the conservative method. Only if symptomatology gets worse will surgical treatment be indicated. Additional information has been requested, including imaging of the implant procedure and procedural information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
According to the initial information received, the defect was assessed using the stretched diameter. The angiogram measurement was 25mm but the transesophageal echocardiogram (tee) revealed a deformation of the thin septum by the sizing balloon and the recorded size was represented by a wide plane (not perpendicular). The size of the defect was 16mm both on tee and transthoracic echocardiogram (tte). The rim at the aorta was completely absent. After the 20mm amplatzer septal occluder (aso) was introduced, the profile was found to be too big as confirmed by tee, so it was retrieved while still attached to the delivery cable and replaced with a 16mm aso. The 16mm aso was implanted despite an absent aortic rim and appeared to be in a stable position with a low profile. Repeated maneuvers delicately pulling and pushing confirmed the correct and secure position by tee. After release from the delivery cable, the 16mm aso embolized within a few seconds into the left atrium where it twisted for a short period and freely passed through the mitral and aortic valves landing in the aortic arch. The aso was percutaneously retrieved using a goose-neck snare and withdrawn out of the patient's body via trans-femoral approach using an additional 11f sheath. There was no other device implanted in the patient and the patient was noted to be doing okay without any complications and will be treated with the conservative method. Only if symptomatology gets worse will surgical treatment be indicated.

Manufacturer narrative:
The 20mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided due to patient confidentiality. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive as the medical records and images were not provided. The cause of the embolization remains unknown. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.